Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the up arrow was difficult to press and delayed in response. The reporter noted the rubber under the ok keypad button was torn and alleged that the response issues had occurred before the damage. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 05/09/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be torn and peeling below the ok button. During testing, the up arrow and contrast buttons were found to be intermittently unresponsive and required multiple button presses with increased force to elicit a response; the down arrow and ok keypad buttons responded appropriately. There was evidence of contamination found under all key contacts.